Event description:
The recipient is reportedly experiencing device migration. The recipient is currently presenting with pain and irritation. The recipient has ceased device use. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly experienced an infection which led to device migration. The recipient presented with breakdown. The recipient is being treated for the infection. The recipient's device was explanted. The recipient will be reimplanted once the infection resolves.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding recipient status will not be provided. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed ear the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.